Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files. On (B)(6) 2025 at 11:22:30, the log file captured no external power alarms while connected to the mpu due to the relative state of charge (rsoc) voltage on both power cables decreasing to ~0v in five seconds. The alarms resolved on (B)(6) 2025 at 11:22:33 when power was restored to both power cables. The backup battery supported the system without issue during this event. The no external power alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on(B)(6) 2023. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve no external power alarms. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that further review of the submitted log files revealed a no external power event while connected to the mobile power unit (mpu) on (B)(6) 2025 from 11:22:30 to 11:22:33. The mpu had a v-lock connector on the alternating current (ac) power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was not removed from service.